Event description:
It was reported that noise was noted was noted on the atrial lead. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.